Event description:
A customer reported that a system message displayed and the system locked during a procedure. An alternate system was used to complete the procedure. There was no pt impact reported.

Manufacturer narrative:
The company representative examined the system and confirmed the system message reported. The low pressure air source manifold, accurus battery, and latch seal were replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).